Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the right ventricular lead exhibited loss of capture. A revision procedure was successfully performed and the lead remains in service.no adverse patient effects were reported.